Event description:
Reportedly, the patient was hospitalized due to syncope with unclear origin. Interrogation of the pacemaker was not possible even with different programmers and there was no response to magnet application. During last follow-up dated (B)(6) 2013, a normal battery status was observed (battery impedance at 0.73 kohm). The device was scheduled to be explanted on (B)(6) 2013 and will be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.